Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use, one bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) plate was contaminated. The following information was provided by the initial reporter: it was reported that there is a round, creamy colony on one of the 10 plates in the sleeve

Event description:
It was reported that prior to use, one bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) plate was contaminated. The following information was provided by the initial reporter: it was reported that there is a round, creamy colony on one of the 10 plates in the sleeve.

Manufacturer narrative:
H.6 investigation summary: this memo is to summarize findings regarding the complaint related to catalog number 221261, plate trypticase soy agar 5% sb 100 ea, for batch number 1216964 and complaint number (B)(4) for contamination. During manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1216949 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 1216964. Retention samples from batch 1216964 were not available for inspection. Thirty plates from batch 1216964 were returned as three unopened sleeves shipped in a box with bubble wrap. Prior to inspection, plates were incubated at 20 to 25 degrees c (1 sleeve) and 33 to 37 degrees c (2 sleeves). At three days incubation, plates were inspected and 0/30 plates had microbial growth (time stamps 1531 and 1540). Three photos also were received for investigation. One photo shows the agar surface of an opened plate with a microbial colony growing. Another photo shows the bottom of a plate from batch 1216964 (time stamp 1532) with the plate print featured for batch verification. The last photo features a sleeve label from batch 1216964 with the sleeve label featured for batch verification. This complaint can be confirmed. A trend was identified for contamination and investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Bd will continue to trend complaints for contamination.